Manufacturer narrative:
Additional information: this occurred while the device was in use in the patient. The thumbswitch was able to be turned off, and the cutter was returned to the housing for removal of the device from the patient. The device was safely removed from the patient. No deformation noted in the cutter pot-removal. A 6x60 inpact dcb was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using hawkone h1-ls device with a non-medtronic 7fr and a 6.0 spider embolic protection device to treat a moderately calcified and fibrous lesion with 70% stenosis in the left mid and distal sfa to popliteal artery. The vessel was a little tortuous with a 5mm diameter and lesion length of 60mm. The lesion was post dilated. IFU was followed during preparation, procedure and post-procedure. It was reported that during use, cutter noise was odd and not packing well, on third insertion, the cutter stopped working and noise became very strange. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone device was received for evaluation. No ancillary device or images were received with the device. The cutter driver was attached to the hawkone device. The cutter driver was returned in the ¿on¿ position. Inspection of the distal assembly revealed biological debris throughout the distal housing. The cutter was returned just distal to the cutter window. The hawkone thumb-switch was retracted and the cutter driver activated successfully; no strange sound was noted. However, it was noted that the cutter did not retract into the window. The slide cover was inspected, and it observed that the drive shaft was fractured and separated. The drive shaft was bent, and a portion was exposed; however, the fractured end remained unexposed in the slide cover. It should be noted that the coating at a bend in the drive shaft was damaged and the coil was exposed. A tweezer was used to pull the fracture face out of the slide cover. The fracture face on each side showed evidence of a ductile fracture and twisting. If information is provided in the future, a supplemental report will be issued.